Event description:
It was reported that the system 9800's image intensifier was defective caused by ingress of liquid. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The image intensifier will be replaced by the hospital biomedical engineering personnel. No further problems are anticipated once repairs are affected. A follow up report will be filled when additional details become available.